Event description:
It was reported that a catheter fracture occurred. A135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the middle part of the catheter became fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were visually and microscopically examined. There was a kink located 2cm from the hub. The device showed damage in the form of multiple kinks located from the tip proximally to 13cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter fracture occurred. A135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the middle part of the catheter became fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.